Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire was confirmed and the exact cause was unknown. The product returned for evaluation was a 0.018" x 70cm guidewire and an x-ray image. The detached segment of guidewire was not returned for evaluation. The wire contained a complete break near the distal tip and the fracture end was slightly hooked. Microscopic examination of the fracture site found regions of relatively high reflectivity which was consistent with potential shearing of the wire against a hard object such as the bevel of an introducer needle. A review of the x-ray image showed a patient¿s upper arm. A small fragment of what appears to be a guidewire is present in the arm. The wire appears to be tangled and knotted upon itself. This segment of wire was not returned for evaluation. The damage contained features which were potentially consistent with retraction of the wire against the introducer needle but insufficient evidence was ultimately available to confirm the exact cause of failure. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the tip of the wire broke off". PICC insertion - r basilic vein accessed with 21g needle. Wire threaded 12-15cm, needle removed. Wire at this time would not move forward or retract. I put minimal tension on wire and it broke, approx 9cm (soft floppy tip) remained in pt.'s arm, x-ray of r arm appears to show coiled end guide wire near insertion site. Nurse viewed sam. Pt. Being sent to hospital. Insertion site marked with arrow. Lightly tied tourniquet above site. Pt stable at the time.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reew0759 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the tip of the wire broke off" PICC insertion - r basilic vein accessed with 21g needle. Wire threaded 12-15cm, needle removed. Wire at this time would not move forward or retract. I put minimal tension on wire and it broke, approx 9cm (soft floppy tip) remained in pt.'s arm, x-ray of r arm appears to show coiled end guide wire near insertion site. Nurse viewed sam. Pt. Being sent to hospital. Insertion site marked with arrow. Lightly tied tourniquet above site. Pt stable at the time.